Event description:
A low reading issue with the abbott diabetes care (adc) device was reported by the healthcare professional on behalf of the customer. The customer received unspecified low glucose readings with the use of the abbott diabetes care (adc) device. It is unknown whether the customer noted a trend arrow on the device. As a result of the low readings, the customer's insulin doses were reduced. The customer experienced mild weakness, tiredness, confusion, and high blood pressure, which led them to visit the emergency room. There, their glucose levels were measured, and an electrocardiogram (EKG) was performed. Laboratory tests indicated a glucose reading of 41 mmol/l, compared to the adc sensor reading of 15 mmol/l. When plotted on the parkes error grid, the results were out of the range zone. It is unknown how long the sensor has been worn. The healthcare professional administered insulin to the customer (initially 10 units and then an additional 4 units) for a diagnosis of hyperglycemia. The customer was also put on an IV drip for hydration. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors were reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported by the healthcare professional on behalf of the customer. The customer received unspecified low glucose readings with the use of the abbott diabetes care (adc) device. It is unknown whether the customer noted a trend arrow on the device. As a result of the low readings, the customer's insulin doses were reduced. The customer experienced mild weakness, tiredness, confusion, and high blood pressure, which led them to visit the emergency room. There, their glucose levels were measured, and an electrocardiogram (EKG) was performed. Laboratory tests indicated a glucose reading of 41 mmol/l, compared to the adc sensor reading of 15 mmol/l. When plotted on the parkes error grid, the results were out of the range zone. It is unknown how long the sensor has been worn. The healthcare professional administered insulin to the customer (initially 10 units and then an additional 4 units) for a diagnosis of hyperglycemia. The customer was also put on an IV drip for hydration. There was no report of death or permanent impairment associated with this event.